Manufacturer narrative:
(B)(4). Evaluation, results: death.

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the 1st right posterolateral during the index procedure. The patient was discharged 3 days after the index procedure on aspirin and clopidogrel dosing. Patient was asymptomatic at the 30 day and 6 month follow-ups. Thirteen days after 6 month follow up, it is reported that the patient died. The investigator has stated that this was a sudden death, no autopsy was performed. The patient was found on the floor lacking in senses, a doctor was called but the patient was already dead. The investigator has stated that it is not assessable whether the patient death's was related to the study stent. Patient was taking aspirin and clopidogrel 24 hours prior to the event.